Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door jammed. The customer tried rebooting, but issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system tower door jammed. A field service engineer (fse) verified that there was a failure but found no entries in the recovery space storage. The fse manually failed the tower doors and had the customer recover the doors one by one. The fse then performed firmware updates which resolved the issue. The system functioned as intended after the field service engineer repaired the device.